Event description:
(B)(4) clinical study. It was reported that during a percutaneous coronary intervention, side branch stenosis occurred. In (B)(6) 2013, clinical status assessment identified the subject's qualifying condition as unstable angina. The subject was referred for cardiac catheterization. Target lesion 1 was located in the proximal left anterior descending artery with 99% stenosis, a length of 16 mm, and a reference vessel diameter of 3.0 mm. Target lesion 1 was treated with pre-dilatation and placement of a 3.0 x 20 mm study stent with 0% residual stenosis. On the same day, baseline core lab angiography result revealed 30% side branch stenosis at 1st septal artery. Post procedure angiography revealed 75% 'branch percent stenosis' in 1st septal artery. On the second day after the procedure the subject was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2013, the subject developed unstable angina pectoris. On (B)(6) 2013, the subject was hospitalized, ffr in the circumflex was noted for the same and was referred for cardiac catheterization. Coronary angiography revealed 80% stenosis in a non target lesion located in proximal lad. This was treated with placement of a 3.5 x 8 mm promus element plus drug eluting stent with 0% residual stenosis. In addition, 2nd diagonal was treated with deployment of 3 x 8 mm promus element plus drug eluting stent. Following post dilatation, residual stenosis was 0%. Also noted post dilatation of the previously placed unknown stent in circumflex (cx) and deployment of a 3 x 24 mm promus element plus drug eluting stent in the ostial circumflex. Follow-up (B)(4) angiographic report of proximal lad noted absence of thrombus and aneurysm with isr stenosis pattern 1b of 6.3 length with timi 3 flow, for which target lesion revascularization was performed and a non-target vessel revascularization was performed for this event. On the following day, the event was considered resolved and the subject was discharged.